Event description:
It was reported that the patient had a molar extraction and received the company's products. Approximately ten days post procedure the patient developed hives, swelling, and difficulty breathing. It was believed that the patient was having a possible allergic reaction to the bovine collagen which is present in all three grafts.

Manufacturer narrative:
(B)(4) (swelling), (hives), (breathing difficulties). (B)(4) (no known device problems).